Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain not clearly identified') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pain in extremity ("hand pain"), arthralgia ("elbows pain"), abdominal pain ("increasing bouts of bilateral abdominal pain") and dyspnoea ("major shortness of breath"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, asthenia, pain in extremity, arthralgia, abdominal pain and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dyspnoea, pain in extremity and pelvic pain with essure. The reporter commented: there is secondary onset of a set of combination symptoms (initially unrelated to the devices). The incident occurred on (B)(6) 2019. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 18167 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. Most recent follow-up information incorporated above includes: on 16-dec-2019: patient's initials and date of birth provided. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain not clearly identified') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pain in extremity ("hand pain"), arthralgia ("elbows pain"), abdominal pain ("increasing bouts of bilateral abdominal pain") and dyspnoea ("major shortness of breath"). The patient was treated with surgery. Essure was removed. At the time of the report, the pelvic pain, asthenia, pain in extremity, arthralgia, abdominal pain and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dyspnoea, pain in extremity and pelvic pain with essure. The reporter commented: there is secondary onset of a set of combination symptoms (initially unrelated to the devices). The incident occurred on (B)(6) 2019. Device similar incident listing (dsil) comment the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2019 for the following meddra preferred term: pelvic pain analysis in the global safety database revealed 18167 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Dsil end. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain not clearly identified') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pain in extremity ("hand pain"), arthralgia ("elbows pain"), abdominal pain ("increasing bouts of bilateral abdominal pain") and dyspnoea ("major shortness of breath"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, asthenia, pain in extremity, arthralgia, abdominal pain and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dyspnoea, pain in extremity and pelvic pain with essure. The reporter commented: there is secondary onset of a set of combination symptoms (initially unrelated to the devices). The incident occurred on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2020: quality safety evaluation of ptc. We received a device sample in this case. A technical investigation was conducted, including a review of complaint records and other relevant data; should any new and reportable information that becomes available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('pelvic pain not clearly identified') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), asthenia ("asthenia"), pain in extremity ("hand pain"), arthralgia ("elbows pain"), abdominal pain ("increasing bouts of bilateral abdominal pain") and dyspnoea ("major shortness of breath"). The patient was treated with surgery (essure removal on (B)(6) 2019). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, asthenia, pain in extremity, arthralgia, abdominal pain and dyspnoea outcome was unknown. The reporter provided no causality assessment for abdominal pain, arthralgia, asthenia, dyspnoea, pain in extremity and pelvic pain with essure. The reporter commented: there is secondary onset of a set of combination symptoms (initially unrelated to the devices). The incident occurred on (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.